Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose over 400 mg/dl. The customer stated their current blood glucose was 474 mg/dl. Customer stated they were feeling sick from their blood glucose. The customer declined to have the paramedics called. Customer also declined to finish troubleshooting. The customer declined to return the insulin pump for analysis.